Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned and analyzed. No anomalies were found. The outer insulation had foreign material. Visual analysis noted damaged at explant.

Event description:
It was reported that at implant after opening the lead box, the doctor noted damage to the silicone at the serial number of the proximal end of the lead. The physician decided not to implant the lead due to this damage and another lead was used. No patient complications have been reported as a result of this event.